Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose (bg) level rose to 28 mmol/l (504 mg/dl) with ketones of 2.8 mmol/l. The pod was reportedly leaking while worn for between 49 and 71 hours. The patient delivered several corrections with the pod and then injected pens to lower the bg. The pod was removed and a new pod was applied. When removed from the infusion site (back), the pod's cannula was found bent.